Event description:
During surgery and upon grasping the skin, the curved cutter stapler would not close. No other information provided on uor (unusual occurrence report) report. The stapler was sent to biomedical for evaluation. Biomedical noted the stapler in the open position with no staples deployed.======================manufacturer response for curved cutter stapler, contour (per site reporter).======================manufacturer assigned event number to the device and requested the device to be returned for analysis. The manufacturer is to send replacement device.